Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had a magnet rate of 100 with 3.5 years battery longevity in the previous year but a few weeks ago the magnet rate drop to 90 ppm. A moderate increase in pacing threshold was also observed. Boston scientific technical services checked the device's longevity status, discussed about magnet transition and how the elevated threshold could change the longevity state. Moreover, technical services discussed how once elective replacement time (ert) was reached and suggested to consider changing output back to fixed value. Additional information was obtained from the field representative indicating that the patient was for re-evaluation in the office. The pacemaker remains in service. No adverse patient effects were reported.